Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced a granuloma in his stoma with redness and oozing. On (B)(6) 2024, the patient was evaluated by his physician and the infection around the stoma was confirmed. The infection was treated with metronidazole 500 mg twice a day, for 7 days. On (B)(6) 2024, the patient's mother reported that the stoma completely healed with no redness and no oozing. Washing, care and tube mobilization were carried out without difficulties.